Event description:
The article, "how to avoid arterial access during transcatheter closure of patent ductus arteriosus using anatomo-haemodynamic landmark", was reviewed. The article presented a prospective, single center study to o evaluate the feasibility, safety, and efficacy of transcatheter closure (tcc) of patent ductus arteriosus (pda) using anatomo-haemodynamic landmark without any arteriography. Devices included in the study were lifetech duct occluder, konar multifunctional occluder, amplatzer duct occluder (ado and adoii), and cocoon duct occluder. The article concluded that tcc of pda using anatomo-haemodynamic landmark and avoiding arterial access is feasible, safe, and effective, with excellent results on short and medium-term follow-up. [The primary and corresponding author was mohit sachan, department of cardiology, lps institute of cardiology and cardiac surgery, kanpur, india, with corresponding email: fionasan@rediffmail.com]. The time frame of the study was from january 2019 to june 2024. A total of 250 patients were included in the study, of which 34 (13.6%) received an abbott device. The average age was 2.3 years, the average weight was 10.3 kg, and the majority gender was male. Comorbidities included atrial septal defect, ventricular septal defect, coarctation, mitral regurgitation, and patent ductus arteriosus.

Manufacturer narrative:
Summarized patient outcomes/complications of how to avoid arterial access during transcatheter closure of patent ductus arteriosus using anatomo-haemodynamic landmark were reported in a research article in a subject population with multiple co-morbidities including atrial septal defect, ventricular septal defect, coarctation, mitral regurgitation, and patent ductus arteriosus. No complications were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided.